Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The pre-use checks were successful and the ventilator was functioning normally. No parts were replaced. The logs were downloaded and the ventilator was returned to service. The event log that was received starts with ongoing ventilation 2 days prior to the date of the event. The log therefore lacks the mode of ventilation, parameter settings, and alarm limits' settings which are logged at the start of ventilation. The event log has limited storage capacity. As a result, when new entries are logged, older ones are overwritten. The logs contained the reported setting of fio2 at 23% on two occasions and many high o2 concentration alarms. The first high o2 concentration alarm was 2.5 hours after the adjustment, and after the second adjustment, the alarm came 1.5 hours after. The reported read value of 79% cannot be read in the logs but, the high of o2 concentration alarms indicate that the o2 concentration in the delivered gases was higher than set, which supports the reported event. The logs further contained 2 high airway pressure alarms which also implies that the inspiratory pressure was higher than set. The reported value of 35 cmh2o cannot be read in the log but, the alarms support the reported issue. There are no technical error codes in the period covered by the logs. The cause of the alarms has not been determined as a result of this investigation.

Event description:
A facility medsun report was received stating that: the ventilator was alarming high concentration. The respiratory therapist noticed the fio2 set at 23% but the reading on the right side of the user interface (display) was as high as 79%. The filter was changed, and the ventilator was looked over. It was the noticed that the pip was alarming at 35 and the pt was in the pcps mode. It was also noticed that there was a noise, some-what like a buzzing, possibly made from the internal section of the unit. There was a significant vibration noted on the flow waveform. The ventilator was then changed out but, the same circuit was used with no problems noted on the new ventilator. (B)(4).